Event description:
Information was received from a consumer regarding a patient receiving an unknown medication via an implanted pump. The indication for pump use was spinal pain. The patient reported that their ptm (personal therapy manager) would get stuck at 90%. The agent walked the patient through clearing data, and this resolved the issue. The patient also reported that they started seeing a message to restart, wait, or close as well and this began about a week ago. The agent reviewed to close all apps, and this was not seen while on call. The agent advised the patient that the issue would likely be better now that the data was cleared, but the patient was going to call back if needed.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown product type software product ID hh90t01 lot# serial# unknown product type mobile platform section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID a820 lot# serial# unknown. Product type software product ID hh90t01 lot# serial# unknown. Product type mobile platform. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. It was reported that the patient stated they were calling back to walk through the steps to help with the 90% connection lag. The manufacturer's patient services specialist (pss) reviewed steps. Patient confirmed the issue resolved.